Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis around (B)(6) 2015 with blood glucose of over 600 mg/dl at the time of the incident. The customer mentioned a bent set cannula that was completely folded over. The customer was at 240 to 250 mg/dl before the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer mentioned another high incident on (B)(6) 2018. The insulin pump will not be returned for analysis.